Event description:
A customer contacted beckman coulter inc. (Bec) regarding an erroneously normal vitamin b12 result for one patient generated by their unicel dxl 800 access immunoassay system serial number: (B)(4). The erroneous result was not reported out of the laboratory. There was no death or injury associated with this event and patient treatment was not impacted. Repeat testing of the patient's original sample was performed on the original instrument and an alternate dxi which produced lower vitamin b12 results below the normal reference range. A separate MDR report has been submitted to document the vitamin b12 results generated by a different instrument (dxi 800 serial number (B)(4)) in this customer's laboratory.

Manufacturer narrative:
The sample was collected in a 12x75mm serum tube. Per customer, a routine system check performed a week prior to the event passed within instrument specifications. The weekly instrument maintenance has been kept up to date by the customer. The instrument had a preventive maintenance (pm) performed last on (B)(4) 2012. A field service engineer (fse) went on-site and verified that the system was performing within specifications. Fse did not note any hardware issues which would have contributed to this event. MDR#2122870-2012-01095 has been submitted to document the vitamin b12 results generated by the other instrument (dxi 800 serial number: (B)(4)) in the customer's laboratory.